Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there are scratches on the insulin pump screen. The blood glucose level was unknown. The customer reported that the screen cannot be read. The troubleshooting was performed for cosmetic damage. Customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump was being returned for analysis.

Manufacturer narrative:
Device display properly and no anomaly noted. However, device had minor scratched lcd window.